Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at the beginning of the surgery, the surgeon couldn´t build up a pneumoperitoneum. Lt. Surgeon said that the trocar was leaky. Unknown how case was completed. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the universal seal and lower ring were noted to be cracked. Additionally, the orifices of the sleeve assembly were cracked and the housing cap detached. No functional test could be performed due to the returned condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.